Manufacturer narrative:
The light subject of the reported event has been in use for 7 years; the modules which stopped illuminating during the patient procedure were original components of the light. The modules were returned and no evidence of damage was identified. The modules were replaced and the light was returned to service. The reported event did not cause any injury, procedure delay or cancellation. No additional issues have been reported subsequent to the module replacement.

Manufacturer narrative:
Steris' distributor (B)(4) who services and maintains the surgical light, inspected the unit and confirmed that two of the modules were not igniting. The harmony led585 surgical light has 28 modules in the lighthead which contain three led bulbs per module. The surgical light subject of the reported event was returned to steris quality for evaluation. Investigation of this event is currently in processor. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during use the bulbs in two of the surgical light modules were not turning on. User facility personnel continued to use the surgical light and completed a patient procedure. No injuries or procedural delays or cancellations were reported.